Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had an electrical reset and the charge time was not appearing on screen. Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.